Manufacturer narrative:
Unable to confirm complaint since no product was returned for evaluation. No device history report was performed due to the lot number being unknown.

Event description:
It was reported that approximately seven months after having a shoulder repair procedure utilizing 5.5mm healicoil pk anchor, the patient re-injured the shoulder and returned to the facility. A MRI was performed and revealed "failed suture anchors". A second procedure was performed in which the anchors were confirmed to have "failed".